Manufacturer narrative:
As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead could not get through the target vein. The physician elected to remove and replace the lead. The physician reckoned that the lead was unable to get through the vein was due to the patient's anatomy but the exactly reason was still unknown. The patient was stable.